Manufacturer narrative:
Weight: unk ethnicity: unk race: unk this product is not marketed in the us. Device code (B)(4): off-label use (under 21yrs of age at date of implant, acd < 3.0mm) claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.